Event description:
It was reported that the lead was repositioned due to dislodgement. During a previous follow-up the capture threshold had increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.